Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The device was found to be working within specifications. Serial read outs of the involved master (arterial pump) and slave (cardioplegia pump) pumps have been analyzed and confirmed the reported issue. An error code was found to be stored indicating a problem of the a/d converter on the processor board. The technician replaced the processor board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event was a faulty a/d converter on the processor board.

Event description:
Livanova received report (B)(4) from (B)(6) that the s5 double head pump used as cardioplegia pump during a procedure stopped while the master pump continued running. The user attempted to restart the pump by the speed control knob and tried to turn off and back on the device with no success. Reportedly, after the procedure, the pump was checked and was found that the ratio between the blood pump and the cardioplegia pump was set incorrectly. Once changed this setting, the pump returned back to normal operation. There was no report of patient injury.